Manufacturer narrative:
The product was not returned for analysis. The customer indicated the use of a cartridge which is qualified with this lens with qualified associated products and diopter ranges from 6.0 to 30.0. The indicated handpiece and viscoelastic are not qualified for the lens/cartridge combination used. The root cause is most likely related to a failure to follow the directions for use (dfu). The account used an unqualified lens/cartridge/handpiece/viscoelastic combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedures, the trailing haptic got torn during insertion. That was found after insertion, so the iol was removed through the widened incision during initial procedure and replaced with another lens. The symptoms were resolved. Additional information was requested.